Manufacturer narrative:
(B)(4). Only a picture was returned for analysis. Upon visual inspection of the picture, a broken needle could be observed. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records could not be reviewed as the batch number is unknown. Additional information was requested and the following was obtained: operation: lap/open right hemicolectomy (B)(6) 2019. I was not in theatre at the time. My registrar miss s was closing the skin (5mm port site in the suprapubic region). As it was taken out of the skin on the last bite of the operation, the 3/0 monocryl needle was noticed to be blunt, and when compared to an unused needle, appeared as if 2-3mm of the needle had broken off. Miss s called me and I attended theatre. I opened the supraopubic wound and explored it but there was no evidence of any needle. We could not be sure when it had broken off or if it was in the patient or elsewhere. It would have been so tiny a fragment (like a metal filing) that I felt it would not show up on an x-ray nor would it cause any harm if left in the wound. There were no adverse outcome for the patient, who I informed when I reviewed him in clinic later. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The procedure was stated as ¿lap/open right hemicolectomy¿. Can you please clarify the type of initial approach to the right hemicolectomy: laparoscopic right hemicolectomy or open right hemicolectomy or was it both? If it was both, please provide specifics for clarification.

Manufacturer narrative:
(B)(4). The photo upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. The needle broke at the tip during a skin closure. There were no adverse patient consequences reported. Additional information has been requested.